Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. It was reported that the sensor deployed on its own. Product was returned but not investigated as analysis would not be able to confirm the complaint nor determine a potential root cause.. Problem could not be confirmed and probable cause cannot be determined.. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).